Event description:
Bedside rn again found leaking foley bag - hole in bag where it meets urimeter. Picture taken and foley will be changed out (rn received order from cca team). This patient is on vv ECMO for covid19 ards and remains very critically ill - 100% fio2 on ECMO with dual oxygenators and 16 sweep; on ventilator with trach, on norepi infusion for bp support, and on heparin infusion (anticoagulation) due to ECMO, which places pt at high bleeding risk; however, break in foley system places pt at higher infection risk from cauti. There is no lot number due to throwing away packaging when inserted. This once again was a 16 fr. Foley kit (all in one with urimeter), and this occurred in only 10 days of the foley being in use for this pt.